Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not dispensing insulin. He was sick and was hospitalized on (B)(6) 2015. His blood glucose level was over 500 mg/dl. The customer was no longer using the insulin pump but pens. The customer was dehydrated, lethargic, thirsty, and vomiting. The customer had a diabetic ketoacidosis. The customer was given fluids and insulin. The customer was wearing the insulin pump at the time of emergency room visit. The dome label sticker was missing. The customer was advised that the device would be replaced and agreed to return the product for analysis.